Event description:
Customer discovered a discrepant troponin I (tni) result on triage cardiac panel test during correlation study. Sample was originally run in ed and gave tni result of <30. Pt was admitted and was given cath. Results from the lab were elevated but not to the extent of the triage result. The sample was pulled from refrigeration 2 days later to be used in correlation study. Te results were comparable. All samples were whole blood.

Manufacturer narrative:
Tested two returned plasma samples, one replicate each on triage and access2. Re-ran the sample on triage after hama antibody treatment. Tni results are listed below in ng/ml: product support confirmed the client's observation of high tni on triage and lower results on a second platform. Heterophilic antibody interactions in the sample could not be confirmed or ruled out. Qns for further assessment. Need for risk assessment and CAPA pending.